Event description:
Patient underwent left ureteroscopic stone extraction for left distal ureteral and renal stone. Balloon dilated just above 12 atm then ruptured with an audible pop. Contrast was seen exiting the ureter and extravasation was noted at the ureterovesical junction. The balloon was removed with the safety left in place. Multiple retrograde pyelograms were performed and the patient was determined to have a posterior perforation of the distal ureter. Due to this perforation a foley catheter was placed.